Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the motor device was unable to load drill bits was not confirmed. Therefore, an assignable root cause for the reported condition of cannot insert cutter was not determined. However, during evaluation, it was determined that the device ran in a locked position- power broken. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported by that during service and repair pre-testing, it was determined that the motor device had locking components damaged, device ran in locked position-power broken, could not secure/lock cutter, had use error/misuse and cosmetic damage-worn. It was further determined that the device failed pretest for visual assessment, cutter lock assessment and safety assessment. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the motor device was unable to load drill bits. It was reported that there was a five-ten minute delay to the surgical procedure. It was reported that a spare device was available to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.